Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8590-1, lot# n089849, implanted: (B)(6) 2007, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the battery alarm was going off/audible. Pump interrogation on (B)(6) 2014 showed that eri (elective replacement indicator) had occurred on (B)(6) 2014. The schedule to replace by date was (B)(6) 2014. The pump was replaced for battery depletion. The outcome was reported as ¿resolved without sequela as of (B)(6) 2014¿. The severity of the event was noted to be ¿mild¿. The device system was delivering fentanyl and bupivacaine.